Event description:
Baxter (B)(4) received a report that an infusor leaked at the flow controller module and tubing during patient use. The device was being filled with a solution of 100 ml of 0.25% levobupivacaine hydrochloride. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with extra fluid in the over pouch for evaluation. Visual examination of the unit confirmed the leak. A visual evaluation and a functional leak test were performed, revealing a leak from the solvent-bonded junction of the tubing and post of the multirate control module. The root cause was determined to be a manufacturing defect: operator error during the manual solvent bonding process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2013. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.